Manufacturer narrative:
The reported event was unconfirmed. Received 1 silicone evacuator. Visual inspection noted no obvious observations. Using in house tubing the bulb was able to suction methylene blue solution (3 drops 1percent methylene blue per 100ml distilled water). The reported event was not able to be replicated. Risk, labelling, DHR review are not required as the reported event was unconfirmed. No additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the evacuator was connected to the pancreatic section. Although there was negative pressure, waste fluid could not be drawn. After replacing it with a new one, the outflow of waste fluid was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the evacuator was connected to the pancreatic section. Although there was negative pressure, waste fluid could not be drawn. After replacing it with a new one, the outflow of waste fluid was confirmed.